Manufacturer narrative:
Additional information: device manufacture date provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, a low performance error appeared on the navigation system. It was reported that the error message was cleared and the site continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.